Event description:
It was reported that during a port placement procedure, the catheter allegedly had puncture. It was further reported that the catheter allegedly leaked while flushing. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one bardport implantable port kit which included one bardport MRI implantable port with a s/l venous catheter, one introducer needle, one straight non-coring needle, one right-angle non-coring needle, one tunneler, one j-tip guidewire loaded to a guidewire hoop, one vein pick, one vessel dilator and one sealed safety infusion set were received for evaluation. Visual, microscopic, tactile and functional evaluations were performed. A split was noted on the depth mark of the attached catheter. Upon infusion, a leak was noted from the split on the attached catheter. Therefore the investigation is unconfirmed for the reported material puncture issue as no puncture was noted to the catheter. However the investigation is confirmed for the reported leak and the identified fracture issues as a split and leaks were noted to the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 10/2025). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during a port placement procedure, the catheter allegedly had puncture. It was further reported that the catheter allegedly leaked while flushing. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 10/2025).